Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 40.2cm to 40.8cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Record being created based on analysis - (B)(6) 2016.